Event description:
During an ablation procedure,using the stockert rf generator remote control unit, the unit failed to stop when the stop button was pushed.the remote cable that plugs into the back of the stockert generator had become unplugged during the ablation procedure.no patient injury was reported.